Event description:
Healthcare professional reported right side "chronic granulomatous inflammatory reaction of foreign body type." Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of "chronic granulomatous inflammatory reaction of foreign body type" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain and a certain discomfort" "encapsulation and deformation," and "very worried due to recall." This is for an unknown side. Device remains implanted.